Event description:
The customer's grandmother reported via phone call that the customer was hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 700 mg/dl. Customer's face was red and he had difficulty breathing due to a possible allergic reaction. Customer was discharged and checked for appendicitis through blood work. Customer was also on an IV drip. Customer was wearing the pump at the time of the hospitalization. Twenty minutes prior to arriving at the hospital, the customer's blood glucose was 400 mg/dl. Caller feels that it was caused by an allergic reaction and understands that they can always call to troubleshoot if needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.